Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon implant, the lead's high voltage impedance was high. The lead pin was reseated, and remains in use. It was later reported that after this, the impedances returned to within normal limits. No patient complications have been reported as a result of this event.